Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported at check-in true to gingivitis, sensitivity and discomfort. Requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.